Event description:
The complaint/event occurred on an unspecified date and involved a 117" (297 cm) 60 drop 50 ml burette set, shut-off, check valve, 2 microclave®, rotating luer. It was reported that the disc of the set would not shut off the flow of air into the line and the buretrol ran dry during the event. There was no reported human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.